Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon popped while being inflated to 9mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: blocks d7 (sud reprocessed and reused?), block e1 (initial reporter title, initial reporter first name and last name ), and h8 (usage of device) block h6: device code (B)(6) captures the reportable event of balloon burst. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon was torn longitudinally, which does not confirm the reported event of balloon popped; however, the balloon torn problem found could have been interpreted by the customer as the reported event of balloon burst. Microscopic analysis was performed, no damage found on the catheter of the device. Based on the available information, it is possible that factors encountered during the procedure, such as interaction with any surface during the procedure could create friction on the balloon, causing the problem of torn longitudinal during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on november 29, 2021. During the procedure, it was noted that the balloon popped while being inflated to 9mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon popped while being inflated to 9mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.